Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00929. It was reported (B)(6) the patient's scs system exhibited high impedances. The patient had complained the system was not working properly. Surgical intervention was taken and it was found the lead had pulled halfway out of the ipg header. The lead was reconnected to the into ipg but the impedance issue persisted. The physician decided to replaced the ipg and the issue was resolved.